Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedance issue. This lead was successfully replaced. No additional adverse patient effects. The product is not expected to be returned for analysis as additional information from the sales representative indicates the lead was destroyed during explant.